Event description:
The customer reported that during testing, the device would not power on. The site biomed cross checked and advised ac power and battery led are glowing; however the device will not turn on when the therapy selector knob is turned. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.